Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during use, prior to a patient check. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the programmer froze; the programmer powered up and worked as expected. The hard drive was reconfigured, and the software was reloaded. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.